Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6) 2019. It was reported that the pump restarted post-MRI. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The drug being delivered was fentanyl with an unknown dose and concentration. The reason for use was non-malignant pain and chronic low back pain. It was reported that the pump was alarming after an MRI. The ¿pump didn¿t start functioning like it should have after MRI and continued to beep and said motor stall.¿ the patient added, ¿one time before this they messed up during my MRI and it alarmed 2 hours after the MRI and it said motor stall and to call the doctor.¿ she says at that time she called her healthcare professional (hcp) and they had the manufacturer¿s representative (rep) come to the patient¿s house and he "got it kicked back on when he was checking it.¿ this was in (B)(6) 2019, ¿a couple weeks ago¿ prior to the call date of (B)(6) 2019. There were no symptoms reported. There were no further complications reported/anticipated.